Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that while using a cavitron g124 scaler the insert was getting hot; no injury resulted.

Manufacturer narrative:
Steri-mate is worn and has a poor fit with inserts and the water control on the handpiece appears to have been autoclaved causing the knob to become deformed. Foot control connector is cracked causing intermittent functionality. The water hose is worn and filled with debris. Also, a DHR review was conducted with no discrepancies noted.